Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The anvil cutting ring showed no traces of knife impression and the ring was received intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and incomplete knife cut. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total gastrectomy, while doing the esophageal jejunostomy, there was poor staple formation. It was noted that there was poor stitching after firing. It was reported that the anvil could not be tilted after firing. The donuts were incomplete. Resected and re-stapled was done to fixed the staple line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total gastrectomy, while doing the esophageal jejunostomy, there was a poor staple formation. It was noted that there was poor stitching after firing. It was reported that the anvil could not be tilted after firing. Resected and re-stapled was done to fix the staple line.